Event description:
The info was received by maude event report. It was reported that during the replacement of a right subclavian triple lumen catheter over guidewire, upon withdrawal, the guidewire broke and migrated into the superior vena cava and right atrium. The pt was emergently taken to interventional radiology for successful retrieval of the retained guidewire. No further details are available.

Manufacturer narrative:
Sample will not be returned for evaluation.